Manufacturer narrative:
Concomitant medical products: lumen PICC line, 3ml zr flush syringe; syringe; syringe tubing, td (B)(6) 2018. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing separated at the filter when infusing tpn. The set up included medication line attached to tpn line attached to patient¿s single lumen PICC line. It was reported that the user noted blood back flow on PICC line. The user stated that all clamps were unclamped and there were no occlusion alarms noted on the device. The charge nurse was called to patient bedside and upon further examination found the medication line broke/separated at the filter. There was no report of patient harm. The event occurred in the (B)(6).

Manufacturer narrative:
Disregard initial file suspect was changed to a concomitant.

Event description:
The customer reported that the tubing separated at the filter when infusing tpn. The set up included medication line attached to tpn line attached to patient¿s single lumen PICC line. It was reported that the user noted blood back flow on PICC line. The user stated that all clamps were unclamped and there were no occlusion alarms noted on the device. The charge nurse was called to patient bedside and upon further examination found the medication line broke/separated at the filter. There was no report of patient harm.the event occurred in the nicu